Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics due to a low blood glucose of 23 mg/dl. The customer stated that he was treated at home with glucagon. The customer declined troubleshooting at this time. He initially called for assistance in changing the basal rates due to an upcoming surgery. Nothing further was reported.